Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced a low blood glucose level of 41 mg/dl. Caller stated that the customer had many lows and the alarm goes off on the sensor. Caller mentioned that the customer was not receiving any notifications when his blood glucose is low. The customer's wife declined troubleshooting for the low blood glucose level since they have been dealing with it for 30 years. The call was disconnected. The product was not returned for analysis.